Manufacturer narrative:
A review of the complaint revealed that disinfection and a glove change were performed before hemostasis. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent an unspecified procedure using the vascade mvp device. The performing doctor reported that this was a challenging case, lasting approximately six hours. There was no bleeding at the time of discharge; however, bleeding was noted afterward, and the patient had been changing the bandage on their own. Several days later, the patient developed swelling, which prompted a visit to the hospital. Upon examination, the patient was diagnosed with an infection and administered antibiotics. Subsequently, a plastic surgeon removed the collagen from the patient, and the access site was debrided. The patient remains hospitalized.